Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining longevity decreased not as expected, but the specific time frame in which this change in longevity was observed, was not specified. A request was made to have data from this device analyzed. Data analysis confirmed the battery appears to be depleting more quickly than expected. A safe replacement window of 90 days was recommended by technical services (ts). No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining longevity decreased not as expected, but the specific time frame in which this change in longevity was observed, was not specified. A request was made to have data from this device analyzed. Data analysis confirmed the battery appears to be depleting more quickly than expected. A safe replacement window of 90 days was recommended by technical services (ts). No adverse patient effects were reported. The device remains in service. Additional information was received indicating that a sales representative contacted technical services (ts) asking for re-evaluation of the battery status. A new safe replacement window of 90 days was provided. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining longevity decreased not as expected, but the specific time frame in which this change in longevity was observed, was not specified. A request was made to have data from this device analyzed. Data analysis confirmed the battery appears to be depleting more quickly than expected. A safe replacement window of 90 days was recommended by technical services (ts). No adverse patient effects were reported. The device remains in service. Additional information was received indicating that a sales representative contacted technical services (ts) asking for re-evaluation of the battery status. A new safe replacement window of 90 days was provided. No adverse patient effects were reported. The device remains in service. Additional information was received. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received. A new request was made to have data from this device analyzed. Data analysis was performed, and a new safe replacement window of 90 days was recommended. No adverse patient effects were reported. The device remains in service. Additional information was received. The physician in charge of this case requested re-evaluation of the current battery status. Data analysis was performed, and a safe replacement window of 60-days was recommended. The device remains in service. Additional information was received. The device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to return for analysis.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining longevity decreased not as expected, but the specific time frame in which this change in longevity was observed, was not specified. A request was made to have data from this device analyzed. Data analysis confirmed the battery appears to be depleting more quickly than expected. A safe replacement window of 90 days was recommended by technical services (ts). No adverse patient effects were reported. The device remains in service. Additional information was received indicating that a sales representative contacted technical services (ts) asking for re-evaluation of the battery status. A new safe replacement window of 90 days was provided. No adverse patient effects were reported. The device remains in service. Additional information was received. A new request was made to have data from this device analyzed. Data analysis was performed and a new safe replacement window of 90 days was recommended. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining longevity decreased not as expected, but the specific time frame in which this change in longevity was observed, was not specified. A request was made to have data from this device analyzed. Data analysis confirmed the battery appears to be depleting more quickly than expected. A safe replacement window of 90 days was recommended by technical services (ts). No adverse patient effects were reported. The device remains in service. Additional information was received indicating that a sales representative contacted technical services (ts) asking for re-evaluation of the battery status. A new safe replacement window of 90 days was provided. No adverse patient effects were reported. The device remains in service. Additional information was received. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received. A new request was made to have data from this device analyzed. Data analysis was performed, and a new safe replacement window of 90 days was recommended. No adverse patient effects were reported. The device remains in service. Additional information was received. The physician in charge of this case requested re-evaluation of the current battery status. Data analysis was performed, and a safe replacement window of 60-days was recommended. The device remains in service.